Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician was unable to advance the stylet through right ventricular lead and the helix mechanism did not work. The right ventricular lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of a helix mechanism issue and stylet could not insert were confirmed. Final analysis found a complete lead was returned in one piece. X-ray inspection found the inner coil over torqued consistent with the procedural damage. The cause of the reported events was isolated to over torqued of the inner coil in the connector region and the helix being clogged with blood/tissue.